Event description:
It was reported that during an unknown procedure, operator pushed the button to open but its "mouth" does not open the "body". No patient consequence reported. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis results showed that one (B)(4) reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into the returned device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no device was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.